Event description:
The rhc was performed to check the patient's right heart and determine if medication changes were needed. It was not directly related to the cardiomems sensor.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 10 mmhg. Accurate readings were observed under the manufacturer's patient care network database.